Manufacturer narrative:
Corrective data: 050-87216 populated.

Event description:
A peritoneal patient reported having difficulty draining and that the cycler received an unknown alarm. The patient cancelled the treatment and while removing the cassette, the patient noticed there was fluid inside the cassette area. Patient confirmed that there was fluid inside of the pump module. The cassette information is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient reported having difficulty draining and that the cycler received an unknown alarm. The patient cancelled the treatment and while removing the cassette, the patient noticed there was fluid inside the cassette area. Patient confirmed that there was fluid inside of the pump module. The cassette information is not available.